Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Visual summary analysis of the lead indicated stretching. The analyst commented that the presence of a lead removal wire prevents electrical continuity testing. Visual continuity inspection was performed for the entire conductor length using destructive testing. One filar is fractured. Severe explant damage prevents electrical continuity testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.